Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she had been taken to the emergency room. Customer checked the meter her blood glucose was at 545 mg/dl. Customer bolused then started to feel ill. Customer's blood glucose was actually at 30 mg/dl when she was at the emergency room. Customer was wearing the device at time of hospitalization. Customer will not be returning the device for analysis.